Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the rear display and lower case were damaged, there was a broken latch tab on the cord door, the electrocardiogram was loose and the programmer failed its driven lead and wrist electrode tests, the upper hinge plate had a missing screw and was chipped, there were broken keyboard hinges and the system fan was noisy. All found defective parts were replaced and additionally the link electronic module board replacement was calibrated and an updated software version was loaded. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.